Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the sizer is loose and will not stay together.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not malfunction.